Event description:
Report from account indicates 4-5 incidents in 2001 of patient's being resedated/reparalyzed in pacu following flushing of the set. One patient needed reintubation. Account has been attempting to troubleshoot the incident but finally called for additional information. All patient's involved required intervention but subsequently had the effect reversed.